Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the patient had one endeavor drug-eluting stent in the lad and one endeavor drug-eluting stent in the left main. A dissection occurred in the lad which was treated with 2 non-mdt bms. The investigator indicated that the event was not related to the study device.